Event description:
During a laparoscopic hysterectomy, the surgeon noticed a foreign body in the abdomen. He was able to retrieve it and found it to be part of the insulation of the forceps. The piece was recovered with no pt harm.

Manufacturer narrative:
At the time of this report, the device has not yet been returned for eval. As a result, a determination cannot be made at this time. When further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.